Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that patient experienced elevated blood glucose (bg) greater than or equal to 500 mg/dl with abdominal pain, nausea, dizziness, lightheadedness, headaches and trace ketones associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting with customer technical support (cts) revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. A review of the bolus history showed that the bolus totals did not match and the difference was greater than 5 percent; a cause for the bolus discrepancy could not be identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow up #1 submitted date: (B)(4) 2018. Correction: this supplemental report is being submitted to document a correction to the device serial number; the correct serial number of the device associated with this complaint is (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2019 with the following findings:during investigation, 1. Pump passed all required testing for delivery and history setting issues. The compliant regarding inaccurate history was reported to start on (B)(6)2017. According to the pump history the pump was not in use after (B)(6)2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.